Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned and the trigger was partially engaged. The stapler was returned with 4 staples remaining in the cover block, indicating that the customer fired at least 31 staples. Evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fired into the air properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The device was disassembled. Minor die casting anomalies were discovered on the forming tool. The anomalies did not prevent proper functionality of the device during functional testing. The IFU for this product, was reviewed as a p art of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jam - staples not forming/closing" could not be confirmed. Upon functional inspection, all remaining staples were able to be fired and form correctly, no issues were observed with the returned stapler. The device was disassembled. Minor die casting anomalies were discovered on the forming tool. The anomalies did not prevent proper functionality of the device during functional testing. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples are not coming out from the device, staples are not attaching to the skin properly, handle of the device is locked middle of the application, staples locked in the device middle of the application. There was no patient injury, but harm to users and lengthening of the operation time as a new device was needed, and additional costs as extra devices were needed." Additional information received on october 28, 2025, indicated that "2 patients were involved. The failures observed were: staples not ejecting in one of the units. Staples not attaching properly, and the handle locking mid-application, staples stuck inside the device on the second unit. The issue was resolved by taken a new unit to the operation. No direct harm to patient, only lengthening of the operation time and increased cost. No medical intervention was required. Patient's current condition is good." 2 units involved. Associated mdrs: 3003898360-2025-00841 and 3003898360-2025-00843.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "staples are not coming out from the device, staples are not attaching to the skin properly, handle of the device is locked middle of the application, staples locked in the device middle of the application. There was no patient injury, but harm to users and lengthening of the operation time as a new device was needed, and additional costs as extra devices were needed." Additional information received on october 28, 2025, indicated that "2 patients were involved. The failures observed were: staples not ejecting in one of the units. Staples not attaching properly, and the handle locking mid-application, staples stuck inside the device on the second unit. The issue was resolved by taken a new unit to the operation. No direct harm to patient, only lengthening of the operation time and increased cost. No medical intervention was required. Patient's current condition is good." 2 units involved. Associated mdrs: 3003898360-2025-00841 and 3003898360-2025-00843.